Event description:
The initial reporter stated that they received an erroneous result for one patient tested with coaguchek xs meter serial number (B)(4). At 1:30 p.m., a sample from the patient was tested using the meter, resulting with a value of 4.0 inr. At 2:00 p.m., a sample from the patient was tested in the laboratory using the stago method, resulting with a value of 2.8 inr. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter result. The patient is currently in stable condition. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is monthly. The patient did not have antiphospholipid antibodies. The patient did not take heparin or direct thrombin inhibitors. The patient's warfarin dose had been increased recently. The patient was not taking any new medications, had no changes in diet, and had no recent illnesses. The patient had no symptoms of bleeding or bruising. The reporter's product was requested for investigation and replacement product was sent to the reporter. Relevant retention test strips (lot 345221) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The reporter's meter and test strips were returned for investigation where they were tested using retention controls. Testing results (qc range = 2.6 - 4.0 inr): qc 1: 3.0 inr, qc 2: 3.0 inr, qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 3 %. No information was provided that would point to a cause for the result discrepancy. Upon review of the meter memory, the complained results were not observed. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.